Event description:
Following a laparoscopic anti-reflux procedure utilizing the linx device, a pt experienced dysphagia leading to device explant. Anti-reflux procedure and linx device implantation occurred on (B)(6) 2013 at arabella klinik in munich, germany.; dysphagia reported to begin immediately post anti-reflux procedure.; gastroscopy and gastroesophageal balloon dilation occurred (B)(6) 2013 but did not alleviate symptoms.; uneventful device explant on (B)(6) 2014. Device found in correct position and geometry.